Event description:
Physician gained access through the right common femoral up and over with a 6 fr sheath. Crossed lesions in the right sfa with a .035 glidewire. Using a .035 catheter he exchanged for a .014 wire. Introduced a 4mm x 12cm amphiprion deep balloon. Placed balloon at popliteal-distal sfa for first inflation. Repositioned balloon in the mid-sfa for second inflation. Repositioned the balloon at proximal sfa for third inflation. Upon removing the balloon from the body, the physician felt resistance as the balloon was fixed to the wire and did not want to slide on the wire. Using additional force he pulled the balloon shaft out to find that the balloon had pulled off of the balloon catheter and remained in the body of the patient. The patient was sent to the operating room where the same physicians performed an enterectomy of the common femoral and removed the remaining balloon and wire. Upon close inspection, it was determined that the balloon had fused to the choice pt wire during the third inflation. No injury occurred to the patient and the procedure was deemed a successful procedure.